Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post coronary stenting procedure, stent thrombosis occurred. Patient was emergently admitted in the hospital due to thrombus formation within the implanted promus element plus everolimus-eluting platinum chromium coronary stent system in an unspecified coronary vessel. At the time of his admission, patient stated that he never took any dual anti-platelet therapy. The patient then underwent a balloon angioplasty and stenting treatment procedure to treat the occlusion. The procedure was completed with no patient complications reported. The patient¿s status was fine.